Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2020-48522 1627487-2020-48524. It was reported that the patient lost therapy. Further investigation found that one lead is fractured and the rest of the leads had migrated. As a result, surgical intervention occurred wherein the leads were explanted and replaced.